Event description:
It was reported to philips that the device failed to obtain an ECG reading from the ra and la leads. There was no patient involvement.

Event description:
This case was discovered to be a duplicate of MFR report number 3030677-2021-13716 and child records will be cancelled. Upon further review of the service order for this device, it was discovered that a duplicate service order was already investigated and reported for this event. (B)(4) was created to house the full evaluation and resolution for the reported issue. As such, (B)(4) is a duplicate and further investigation within this file is not required. It was reported to philips that the device failed to obtain an ECG reading. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was performed and the fse was unable to replicate the reported failure. The fse verified that they were able to obtain a 12 lead reading and that there were no noted issues with the cables, connections, or lead wires that could have caused or contributed to the original allegation. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
This case was discovered to be a duplicate of MFR report number 3030677-2021-13716 and child records will be cancelled.